Event description:
It was reported a hypotensive episode occurred and the patient died. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2018. A 30mm watchman closure device was successfully implanted. On (B)(6) 2018, the patient had their 45 day follow up transesophageal echocardiogram (tee). The anesthesiologist administered propofol. The examination took about two minutes. The closure device looked great; there were no leaks or thrombus noted. When the physician pulled out the tee probe, the patient experienced a severe hypotensive episode and collapsed. The physicians were not sure what caused this, but the patient was brain dead and unable to leave the hospital. Two days post procedure, the patient died. The cause of death is unknown. Boston scientific has attempted to obtain the cause of death, but it has not been provided.